Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-05720. It was reported, the pt was unable to receive effective stimulation. Reprogramming attempts were unsuccessful. As a result, the pt's scs system was explanted. The pt's scs system was also explanted due to the success of her spinal surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.